Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker indicated wand only and could not be programmed during an attempted interrogation. The device was not used. No patient was involved.

Manufacturer narrative:
Analysis was normal. No anomalies were found.